Manufacturer narrative:
The erbe was returned for failure analysis and the reported failure was confirmed and reproduced on erbe connected to system. The error logs showed 25913 c-54 and c-34 errors. Upon visual inspection the unit has no significant scratches or dents. The front bezel was in decent condition. The erbe unit that was placed on golden system and was run in normal mode and c-54 errors were seen on start-up and c-34 error on monopolar coagulation energy activation. The complaint was confirmed based on failure analysis. The probable root cause of this issue is attributed to high frequency voltage and power supply related electrical and fiberoptic defects on the erbe iesu. This issue can be resolved by using a back-up generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the erbe had error c-34. The technical support engineer (tse) asked the clinical sales representative (csr) to confirm which socket the erbe was plugged into and the csr said it was 220v. The csr was asked to check which voltage the erbe was set to and it was confirmed that it was 115v. It was concluded that the erbe is damaged and will need to be replaced. The tse checked the system event logs and observed fault c-34, confirming that the erbe needed to be replaced. The tse instructed the csr to use the auxiliary cable with auxiliary cautery to continue with the procedure. The failure did not occur at start-up, but rather when the erbe was used. The procedure was completing as planned with no reported injury.